Event description:
It was reported that the patient presented for a scheduled unrelated procedure. During the procedure the novel lead was dislodged. The dislodgement was confirmed via x-ray imaging. The lead was explanted and replaced the following day. The patient condition was stable.